Event description:
It was reported that this right ventricular (rv) lead became dislodged, with the dislodgment confirmed by x-ray imaging, so it was explanted and a new lead was implanted instead. No additional adverse patient effects were reported.